Manufacturer narrative:
The following products were used in the surgery. These products are not approved for sale in us. The similar products for each of the below product, that are approved for sale in us, are mentioned in brackets "()" across each product: product ID: 5531113, lot: 0292500w (qty: 2) - (similar product ID: 5541113, 510(k): k132471, UDI: (B)(4)). Product ID: 55740007570, lot: h5139767 (qty: 1), lot: h5156464 (qty: 1) - (similar product ID: 55840007570, 510(k): k113174, UDI: (B)(4)). Product ID: 55790016540, lot: 0276868w (qty: 1), lot: 0276870w (qty: 1), lot: 0279506w (qty:1), lot: h13k3638 (qty: 1) - (similar product ID: 54840016540, 510(k): k091974, UDI: (B)(4)). Product ID: 55790016545, lot: 0259849w (qty: 1), lot: 0276080w (qty: 1), lot: 0277260w (qty:1), lot: h5080297 (qty: 2) - (similar product ID: 54840016545, 510(k): k091974, UDI: (B)(4)). Product ID: 55790017540, lot: h5152971 (qty: 6) - (similar product ID: 54840017540, 510(k): k091974, UDI: (B)(4)). Product ID: 55790017545, lot: h5152567 (qty: 2) - (similar product ID: 54840017545, 510(k): k091974, UDI: (B)(4)). Product ID: 1556300500, lot: 0298944w (qty: 2) - (similar product ID: 1556200500, 510(k): k131321, UDI: (B)(4)). Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2015, the patient underwent fixation at t8-s2ai and l1-l3 oblique lumbar interbody fusion in a two-stage operation for degenerative scoliosis. On an unknown date, post-op, '(B)(6)' infection was noted around patient's t7 vertebra. CT performed for the patient revealed t7 compression fracture and it seems that kyphosis proceeded due to this compression fracture. Originally, the back muscle was flimsy and the implant head was slightly visible. It seemed that the hook on the most cranial side did not cut out, and the head of t7 came out due to compression fracture. The surgeon reported that '(B)(6)' infection occurred about 5 mm from there. A revision surgery was performed on (B)(6) 2019, in which two hooks and four pedicle screws at t8-t10 were removed due to wound infection. The rod was cut in the operative field and bending was performed using an in-situ bender on the most cranial side. After removing the hooks and screws, washing of 6000 ml was performed, vancomycin was sprayed, and then wound closure was performed. The explanted products were discarded in the facility due to infection reported. No complications after the revision surgery was reported.